Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to corroded keypad traces and button dome switches. Unable to perform the self test and displacement test due to no button response. The pump was also received with the keypad overlay missing, missing the serial number label, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the front label has come off and insulin pump also had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.